Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported during intraocular lens (iol) implant procedure, during the lens implantation phase. After the lens left the cartridge, the plunger became stuck between the plunger and the cartridge neck. The lens was eventually implanted without damage. The procedure was completed on same day without any impact to the patient. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 1 of 2.